Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient was at home doing yard work and suddenly felt hypoglycemic. He felt tired and sat down on the porch. During this time, the cgm was 58 mg/dl and when he checked his bg it was 18 mg/dl. His wife gave him juice but he did not feel better and eventually lost consciousness. His wife called 911 and when paramedics arrived, they treated the patient with dextrose 10 percent. The patient felt better after treatment and emts left. At the time of the report, the patient felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.